Event description:
Complainant alleged that during a routine shift check by a clinician, the device would power up, but had no video display. Complainant indicated that there was no pt involvment in the reported malfunction.